Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and the insulin gauge fluctuated frequently since the cartridge was loaded on (B)(6) 2017. The customer loaded a new cartridge and received an accurate fill estimate. The customer's blood glucose level was 354 mg/dl, and was addressed with a correction bolus.